Event description:
Reference number (B)(4) event occurred in canada. It was reported that the patient experienced hyperglycemia on (B)(6) 2026. The blood glucose level was 18 mmol/l which was treated with bolus via pump no further information available.